Event description:
Healthcare professional reported that the patient "developed periprosthetic fluid." Physician was concerned that it could be "potentially infected" and referred patient to an infectious disease specialist for further evaluation. The strattice had to be removed and was not replaced.

Manufacturer narrative:
This safety event is being reported as serious injury due to the reported seroma with surgical intervention. A review of the device history record for strattice lot sp300012 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the event and the strattice could not be determined. Multiple attempts are being made to gather patient and procedure specific information, including relevant dates, and diagnostic testing. To date, no additional information has been received. If additional information is made available, a supplemental report will be submitted.